Event description:
Essure was placed in 2010 into both tubes with no problem. On (B)(6) 2013 I started having pain in my lower stomach and was admitted into the hospital. The essure on my right side was coming out and a piece broke off. I had infection in my tube an uterus. The essure had to be placed back in correctly and the piece was removed from my uterus. Two days in the hospital and much pain was incurred not including all the medical bills.